Event description:
Consumer reported upon removal of an unspecified number of tampons in the past, the pledget fell apart. She manually removed pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.